Event description:
Complainant alleged that the clinicians were attempting to monitor a patient's (age and gender unknown) heart rhythm, but the device began to charge on its own. The clinicians then disconnected the device from the patient and obtained another device to successfully monitor the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.